Event description:
It was reported that the patient presented with an inflatable penile prosthesis (ipp) that was no longer inflating and was not functioning properly. The physician found that the reservoir was empty as a result of fluid loss. The ipp was explanted and replaced with a new device. There were no patient complications reported.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.